Event description:
During the implant procedure, repositioning of the lead was required and at this point, the helix on this lead would not retract all the way. Therefore, the lead was not implanted.

Event description:
During the implant procedure, repositioning of the lead was required and at this point, the helix on this lead would not retract all the way. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). The helix would not retract all the way during repositioning at the implant procedure. The lead has not been returned for analysis. A response from the manufacturer is pending. Several attempts were made to get the lead back for analysis. Since it was not returned, the device history records were reviewed. The records did not reveal any abnormalities. The information that was provided by the physician indicates that the issue is related to user error. (B) (4): device not returned from field.

Manufacturer narrative:
The helix would not retract all the way during repositioning at the implant procedure. The lead has not been returned for analysis. A response from the manufacturer is pending. Device not returned from field.